Manufacturer narrative:
Product event summary: the full lead was returned and analyzed' and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular lead, high and unstable threshold was noted in the position that the physician wanted it to be placed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.